Event description:
It was reported that during an x-stop procedure at level l4/l5, while trying to implant the device, the physician noticed that the spinous process broke. The implant was removed and a laminectomy was performed.

Manufacturer narrative:
Method - device not returned, follow up conversation with company representative and reporting physician.